Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced an inaccuracy in cgm readings during an extreme high. Pt reported that she rec'd a low alarm on her receiver. When she checked her blood glucose, however, it was 400+ mg/dl. Pt reported no injury.